Manufacturer narrative:
H3, h6: the navio cpu, pn 220001, (B)(6), use in treatment, was returned for evaluation. The reported event was not confirm visually or functionally. The device was connected to a navio console, and advanced to the administrator screen for testing. The device passed testing and operated as design. No video or operation malfunction was observe. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been associated with failure of the video card or motherboard. A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. No further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a navio assisted surgery, an error appeared and the screen started having lines go across the screen that kept multiplying. It is unknown how the procedure was completed. The patient outcome is unknown.